Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said she experienced burning from the inside while charging. The patient said when she charges the burning gets worse, and it didn't matter whether the stim was on or off. The patient said a rep had tried using ice between the skin and recharger, but there was no difference. The patient met on (B)(6) 2018 with the healthcare professional (hcp) to discuss the battery being moved. The hcp said the battery was going to be moved. The patient stated the battery site was burning with stimulation on or off. The battery was moved on (B)(6) 2018. The ins was revised from the right side to the left, but it was placed in basically the same area. The patient confirmed the leads were left in place. The patient said all the revision has done was made it worse when she recharges. Burns of the skin were reported and the burning was at the ins site. The rep reported that an explant was being considered, but the patient did not want to do this. If an explant goes forward, the patient wanted to send the device in for analysis. The patient mentioned the therapy was great. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was explanted due to the patient claiming the battery was heating up due to normal use even when the device was off. No further complications were reported.